Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The speaker was found to be in specification, but evaluation determined the backflex to be the failing component. The rear case was replaced.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.